Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the knobs were cracked, the battery drawer was damaged, both battery latches were broken, one bail cover was broken, one bail cover was missing, the ring cover was broken, one case screw was missing, both bails were missing, the ring was bent and the serial number label was damaged. (B)(4).

Event description:
It was reported the case was broken. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.